Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that bending force might have been applied on the subject suoh 03 during guide wire manipulation due to anatomical conditions, accidentally causing the distal segment of the guide wire to be knotted. As withdrawal attempts were made on the guide wire, the distal segment that was caught by the tip of its concomitant microcatheter could be stretched, causing the segment to be detached. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi suoh 03 guide wire was advanced via an epicardial collateral channel by the retrograde approach during a percutaneous coronary intervention (pci) to a chronic total occlusion (cto) in unspecified segment of the coronary artery. The suoh 03 reached and slightly penetrated the distal cap of the lesion, when the guide wire was deformed in a loop-like shape and could not be resolved. As the guide wire was pulled back, the distal segment of the device was knotted. The guide wire could not be retracted into its concomitant microcatheter. When further pulling force was applied forcibly on the suoh 03, the knotted segment of the guide wire was caught by the distal segment of the microcatheter and detached, leaving the guide wire fragment inside the patient anatomy. There were no adverse patient effects related to this event after the procedure.

Manufacturer narrative:
Based on the provided information, it was presumed that tensile stress generated with wire removal had most likely caused the reported separation of the guide wire. Due to tortuous anatomy, repeated bending stress would be generated on the guide wire to form a loop that later became a knot. When attempts were made to retract the guide wire, the knot would interfere with the tip of the microcatheter and therefore made the guide wire stretch and eventually shear off. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi suoh 03 guide wire became fractured and remained in the patient during a retrograde percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the obtuse marginal branch (om). The guide wire was advanced via an epicardial collateral channel. When it reached and slightly penetrated the distal cap of the lesion, it looped and could not be straightened by getting the microcatheter into the om. As the guide wire was pulled back, it formed a knot in the collateral branch and got stuck. The guide wire could not be retracted into the microcatheter. When further attempt was made to pull the guide wire back, the tip including the knotted was caught by the tip of the microcatheter and became detached, leaving the wire tip around 20mm in length remained lodged in the collateral branch. After the procedure, the patient was reportedly stable and there were no adverse patient effects associated with this event. The patient was scheduled to have a staged procedure on (B)(6).